Event description:
The patient called lfs alleging that their one touch ultra meter was reading inaccurately control high. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative confirmed that the calibration code was set correctly, the correct type of control solution was being used, the test strips were within expiration, and were in good condition. The control solution was also within expiration date. The patient was walked through two consecutive control solution test and both results fell outside the specified range. On the third attempt, while using a new vial of test strips, the result fell within specifications. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through trobleshooting.